Manufacturer narrative:
The device was returned for evaluation. Microscopic examination was performed and found the lens stuck in another manufacturer''s cartridge with the trailing haptic missing. Therefore, the lens was not advanced to be implanted in the eye. Based on the product evaluation, it was determined the device causality is unrelated and therefore, this event no longer meets reportability requirements and is no longer deemed reportable.

Manufacturer narrative:
Although requested, the device has not been received for evaluation and additional information regarding the event was not provided. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Based on all available information, the root cause of this event could not be determined.

Event description:
It was reported that a sulcus intraocular lens (iol) was needed. The iol was replaced during the same surgery for an iol of a different model and diopter. A manual vitrectomy was required and it was reported there was no patient injury. Additional information was requested, but not received.